Manufacturer narrative:
Attempts were made to follow up with the customer, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was in the 200 mg/dl range for about 12 hours. Customer was unable to troubleshoot the issue at the time of the report.